Event description:
It was reported the patient presented to the operating room with x-rays confirming both the atrial and rv leads dislodged due to twiddlers. Loss of capture was observed at max outputs during a normal device check. The entire system was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).